Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead product; ID 3487a-56, lot# va047za, implanted: (B)(6) 2012, product type lead; product ID 3487a-45, lot# va03zg8, implanted: (B)(6) 2012, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported one lead was giving inadequate coverage and there might be something else wrong with the other lead. It was added, it was unknown which leads had issue. It was reported that the revision procedure was planned for tonight on the day of this report. Additional information received later reported that patient device was not available for return. The quad leads were replaced. When all connected, all impedances were within normal range. A follow-up report will be sent if additional information becomes available.